Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least one application was performed with balloon catheter, 2af283 with lot number 04715 without any issue on the date of the event. Clinical issues were encountered during the case. There is no indication of relation of adverse event to the performance of the cryo device. The analysis of the physical product is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was observed upon the first ablation. The case was aborted. Surgical intervention occurred; a rupture was found in the left superior pulmonary vein (lspv) and was treated. It was noted that the sheath, balloon catheter and mapping catheter were in the heart at the time the effusion was observed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot 39821, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Deflection worked as per specification. The aspiration and flush test did not show any air passing through the tube or expelled from the sheath distal tip. Multiple aspirations and injections were performed without air bubbles or leaks through the hemostatic valve when a balloon catheter was introduced through the sheath. In conclusion, the reported clinical issues (pericardial effusion and left superior pulmonary vein (lspv) rupture) could not be confirmed through analysis. There is no indication of relation of adverse event to the performance of the cryo device. The sheath passed the return product inspection. If information is provided in the future, a supplemental report will be issued.